Event description:
Consumer reports the toothbrush broke his tooth while brushing. This was identified during our retrospective review to identify malfunctions with the potential to cause serious injury.

Manufacturer narrative:
Independent dental experts have concluded that the spinbrush toothbrush does not exert sufficient force to cause a tooth to chip or break, veneers to be removed, or caps/crowns to be dislodged; underlying dental pathology or poor dental practices are responsible. This report and the information submitted under this report does not constitute an admission that the device or church & dwight co., inc., or any of its employees caused or contributed to the event described herein or that the event as reported by church & dwight co., inc., actually occurred. Device not returned.